Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number changed from 1102241 to 1071841.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral using the pre-close technique via a 6f sheath hole prior to a endovascular aneurysm repair (evar) interventional procedure for an abdominal aortic aneurysm (aaa). Reportedly, the first proglide (11 o´clock) had a cuff miss occur. The second proglide performed as it should and successfully pre-placed. Then on the other side, the first and second proglides (1 o´clock) resulted in cuff misses. The 3rd proglide then performed as it should and successfully pre-placed. The sheath was upsized to 18f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed two proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.